Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an inflammatory response to the device. The physician did not believe that the patient was allergic to the device but suspected a procedure related infection at the incision sites. Antibiotics were prescribed. The patient underwent an explant procedure for precautionary reasons. The patient was reportedly doing well.